Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit intermittently did not discharge when tested wtih the device paddles and the multi-function cable.